Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after firing a clip, the next clip was not feeding into the jaws properly; it was misaligned within the jaws. That next clip also just did not look right; it looked like it was partly formed already. The surgeon would remove the device from the patient and spend clips outside the patient until one would load into the jaws properly. He ended up getting enough clips to feed correctly to finish the case with the same device and those clips did form properly. A cholangiogram was not performed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: jaws and empty. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported event; however, it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch history records were reviewed with no anomalies noted during the manufacturing process.